Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: hi (greater then 600 mg/dl), 229 mg/dl, and 161 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.

Event description:
A hospital in (B)(6) reported via our distributor that an rt212 adult inspiratory heated breathing circuit had a faulty inspiratory heater wire connector. This was found before patient use.